Event description:
It was reported that insulin gauge displayed amount different than expected, showing empty cartridge while insulin remained inside. There was no reported impact to the customer¿s blood glucose level. Customer resolved issue by loading new cartridge, and technical support advised use of in-app cartridge load guidance and recommended calling back for further troubleshooting if problem occurred again. Srr to replace pump.